Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device bulletin configuration was not assigned to a printer for the pyxis device. The technical support specialist (tss) advised the customer to configure a printer destination for the device bulletin so users can receive automatic inventory notifications. Inventory tracking and replenishment continued to function correctly through the pyxis servers without disruption. The system functioned as intended after the technical support specialist (tss) addressed the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, station or-south was not automatically generating a drop for sodium chloride 0.9% (1000 ml) IV bag, even though it was below the min par, and the user had to push it manually. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.